Event description:
The patient's generator and lead were explanted and returned due to the patient passing away. The patient's death was reported by a funeral director attempting to return the products with no allegation against the vns. Product analysis was also performed on the generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Reviewing the stored data within the generator, low impedance readings were observed on the patient's vns system. Based on the available information it is unknown to date when the low impedance was first detected on the patient's generator. Product analysis was performed on the returned lead and continuity checks verified a proper connection between the setscrew and lead pin. Scratches were noted on the connector pin, likely related to the manipulation of the lead during explant. The coils of the returned lead were kinked and exposed. Additionally the coils were reportedly spiral/wavy and stretched in appearance in some locations. This was indicated as likely due to the explant procedure. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The low impedance detected may have been related to the condition of the explanted leads; however, this has not been confirmed to date. No further relevant information has been received to date.